Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus element,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts on row 6 and 7 from proximal end of stent bunched in a distal direction. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks as well as a break at 190mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device loaded onto and tracked over 0.014 inch guidewire without issue. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16jun2020. It was reported that shaft kink and tracking difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.5x20mm concentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified second diagonal artery. After engaging the lesion with ebu 3 and wired with a non-bsc guide wire, a 2.50x24mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to track easily and the physician had to maneuver. During this time, the physician noticed that the hypotube had kinked and did not go further to take the stent down. The patient was restless and the device was removed; and the procedure was completed with another of the same device. The final result was good with timi 3 flow. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and hypotube detached/separated.